Event description:
It was reported that the homechoice cassette leaked; further described as ¿fluid was coming up out of the heater pan." This occurred during an unspecified process step of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - dominican republic. Carretera sanchez km 18.5. Parque industrial itabo, piisa haina, san cristobal 91000. Dominican republic. Baxter healthcare - mountain home. 1900 n highway 201. Mountain home ar 72653. United states. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.